Manufacturer narrative:
During system eval, the ge field engineer (fe) found that the calibration of the table's motion limits done during installation did not take into account the footrest being mounted on the last slot. The fe recalibrated the table's motion limits, and verified that the last footrest slot was accounted for. The product was returned to svc.

Event description:
It was reported that while the pt was on the table the foot rest mounted on the last slot of the table contacted the floor when the table was angulating to a 90-degree position. There was no injury reported. The concern is for a serious injury, if the footrest were to contact the operator's foot during use.